Event description:
It was reported via repair work order that the bed stuck at mid-height due to a malfunctioned cpu and fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.